Event description:
It was originally reported that there were metal flaking issues during the surgery. Follow-up: surgeon was doing basic soft tissue clean out. Shaver/burr produced metal flakes that came off device. New shaver opened to complete the case. Metal flakes came off device. Not every flake could be removed.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed metal gouging found on the inner shaft just proximal of the aspiration hole. Further investigation revealed plastic gouging on the inner hub where it made contact with the outer snap ring as well as slight bent outer shaft. The evaluation also found shrink tubing bunched up toward the proximal end. There was also smoothness around the crushed shrink tubing. The complainant's event is typically caused when end user applied excessive bending/leveraging force on the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.